Event description:
It was reported that the pt had her vns explanted because she was experiencing discomfort at her generator site. The physician would give the pt antibiotics and the pain would resolve. This occurred on 3 occasions and the pt eventually decided she wanted to have her vns explanted due to the discomfort. The surgeon stated that he did not see any signs of irritation or infection during the explant. The surgeon believes the pt may be somaticizing the pain. Although the pain was described as discomfort and may be unrelated to vns, it is unk if the explant was taken to preclude a serious injury. Attempts for additional info have been unsuccessful to date. The explanted generator has been returned and is currently undergoing analysis.